Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that after approximately 1 year of support, the patient experienced a driveline infection. The patient was treated with an antibiotic infusion of dalbavancina every 15 days. No additional information was provided.